Event description:
At the completion of an angiogram, the simmons 2 catheter was pulled back over a 0.035 j-tipped guidewire. At the level of the groin, the catheter and wire became engaged with the sheath. The wire could be removed. When the catheter was being pulled back, it broke at its distal end. A small portion of the catheter remained within the right common femoral artery attached to the sheath. Fluoroscopy revealed the catheter was bent backwards. The pt was sent to the operating room for foreign body removal with right foot pulses present.